Manufacturer narrative:
Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell into the sink with running water; subsequently, the touch screen became intermittently unresponsive to touch in different areas of the screen as well as became frozen. Customer's blood glucose was 153 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.